Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past. Review of event history showed cassette not attached properly alarm. Visual and functional tests were performed. Cassette not attached error was duplicated. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device exhibited a cassette not attached error. There was on patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available